Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headaches, congestion and chest pain. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer and found evidence of unknown brown and black contamination and some tiny hairs or fibers on the outside of the front panel, unknown brown contamination under the filter side door panel, unknown dust like white and black contamination at the air input of the blower box, unknown dust-like contamination on top of the blower box, tiny unknown black contamination, few tiny pieces of potential black hair or fiber in the bottom of the blower box, light dust-like contamination on top of the blower motor and the blower motor seal, potential mineral deposit spots on the bottom of the blower motor and inside the blower motor, indicating potential water ingress, black contamination with keratin at the air outlet of the blower box, beige and white specs of contamination on the bottom the blower box. The manufacturer was not able to confirm the presence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with light dust-like contamination on top of the blower motor and the blower motor seal, potential mineral deposit spots on the bottom of the blower motor and inside the blower motor, indicating potential water ingress, black contamination with keratin at the air outlet of the blower box, beige and white specs of contamination on the bottom the blower box and multiple unknown contaminations found were inconsistent with sound abatement foam. The manufacturer was not able to confirm the presence of sound abatement foam degradation.